Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft rupture occurred. A 2.50 x 8mm synergy drug-eluting stent was advanced for treatment. However, the balloon failed to inflate thus, unable to implant the stent. During withdrawal, a rupture at mid length of the insertion catheter was noted and was successfully removed by balloon trapping technique. This led to prolongation of the angioplasty procedure, with no patient complications were reported.